Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the failed output light guide connector could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was scope error (e300) and flashing of the front panel due to output light guide connector failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite xenon light source had a light source malfunction on the monitor, causing blinking of the front panels and displayed a message. The reported issue occurred during an unknown diagnostic ¿observation¿ procedure. The procedure was subsequently completed with the same device. There was no patient/user harm or injury reported due to the event.